Event description:
Customer reported a false negative leukocyte on the instrument but the microscopic results were positive. There was no report of injury for this event.

Manufacturer narrative:
The doctor questioned the culture and not the urinalysis results. He indicated that he felt the culture was possibly contaminated due to a 90,000+ mixed growth media. The customer reported that the specimen was run visually and it was positive 1+.